Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 225 mg/dl. The drive support cap is loose. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to loose drive support disk. The insulin pump received cracked at lcd window, broken belt clip slot and cracked battery tube threads.